Event description:
It was reported that the customer received no delivery alarms after changing the infusion set. The customer stated that she went to prime the insulin pump, but insulin did not come out. The customer's blood glucose was 522 mg/dl. The customer had not treated her high blood glucose at the time of the call. Troubleshooting was done. Advised customer that the insulin pump was working as designed. Advised to contact healthcare provider if the customer's blood glucose was still high the next day. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.